Event description:
The pt received more medication than intended. Te pump was programmed to deliver an unspecified concentration of lasix at a rate of at 10ml/hour and the delivery was started. No further programming parameters were provided. Reportedly, the pt received 100ml of lasix in six hours. The pump was removed from clinical service. There were no reported adverse pt effects.